Event description:
It was reported complications and death occurred. On (B)(6) 2019 a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 27 mm watchman laa closure device & delivery system (wds) was advanced. The closure device was deployed, but was fully recaptured as it did not meet release criteria. A 24mm closure device then successfully implanted. The patient was started on eliquis at 1418. The patient became hypotensive (69/34) and exhibited neurologic deficits at 1923. The patient was unresponsive at 2035. Labs were drawn at 1923 and showed an h&h of 9.1 and 27.4. Prior to the procedure, the patient presented with an h&h of 9.2 and 27.1. The patient had a bolus of fluid which caused the hypotension and neurological conditions to improve and then a computed tomography (CT) scan showed changes from previous neurological injury as well as acute changes. The patient had labs drawn at 0300 ((B)(6) 2019) which showed a normal hemoglobin and hematocrit (h&h). Later that morning, the patient had two bouts of hypotension and was taken to the cath lab where a pericardiocentesis was performed at 0900 and 540cc's of fluid were removed. Labs were drawn at 0942, which showed a decreased h&h (6.0 and 17). Approximately 300cc's of fluid were drained from the pericardium after placement of the drain, so a surgeon was consulted. The surgeon repaired a laceration to the laa at 1200. The patient returned to the ICU and remained intubated and sedated. Over the next few days the patients condition improved slightly, but they continued to be intubated and sedated. On (B)(6) 2019, a CT was performed which showed porencephaly and lacunar infarcts. Later on (B)(6) 2019, the patient expired. The official cause of death was multi system organ failure. .